Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13839. Related manufacturer reference number: 2017865-2020-13841. It was reported that post implant, the patient presented to the emergency room. It was discovered that there was a hematoma surrounding the device pocket, and that there was vegetation on the right ventricular lead. The system was explanted due to the vegetation, and the patient was in stable condition

Manufacturer narrative:
Correction - h6 patient code (B)(6).